Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-120lp, airseal 8/120mm port, device was being used during a robotic urology case procedure on (B)(6) 2024 when it was reported ¿part of cap of airseal port broke off and ended up in patient.¿. Further assessment questioning found that the fragment was removed from the surgical site. The procedure was completed with the use of an alternate airseal port and a 30-minute delay. The current status of the patient was reported as ¿okay¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the ias8-120lp, airseal 8/120mm port, device was being used during a robotic urology case procedure on (B)(6) 2024 when it was reported ¿part of cap of airseal port broke off and ended up in patient.¿. Further assessment questioning found that the fragment was removed from the surgical site. The procedure was completed with the use of an alternate airseal port and a 30-minute delay. The current status of the patient was reported as ¿okay¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias8-120lp in opened original packaging. The lot number was verified. The sound cap was the only thing returned. Performed a visual inspection, the rubber seal was returned disassembled from the sound cap and torn in multiple pieces. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that to failure to properly follow the instructions for use can lead to serious surgical consequences. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. If using the optional sound cap (8 mm, 12 mm): - inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.